Manufacturer narrative:
(B) (4): the inserter was returned for eval. The trocar tip was discarded at the hospital. Visual examination of the inserter did not reveal any fracture, cracking, wear or breakage. A sample rod was used to functionally verify rod disengagement and proper retention. The rod inserter attachment arms and levers open / close and function normally. The rod inserter rod attachment lever opens normally and securely retains the rod when closed. The rod inserter gap dimension is approximately 0.49mm. Extenders were assembled on a sawbone model with the rod inserter. A rod was inserted and the assembly was evaluated functionally for proper insertion into mas tulip heads; the rod inserted into the heads without issue. After visual and functional inspection, the instrument functions as intended.

Event description:
It was reported that the pt underwent single level fixation at l5/s1. The surgeon locked the trocar tip onto the rod inserter and confirmed the assembly was mated properly. The rod inserter swept from the sacrum toward the head on the right side. When the rod inserter was removed, the trocar tip remained in the pt. It is suspected that the rod inserter may have hit bone upon insertion causing the trocar tip to detach from the inserter. The trocar tip was removed from the pt. A rod was attached and inserted without further incident using the same inserter. The left side of the construct was then completed without incident. No pt complications were reported.